Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: institute of health biosciences, the university of tokushima graduate school block h6: patient code e2015 captures the reportable event of tissue damage. Patient code e2114 captures the reportable event of perforation. Patient code e0506 captures the reportable event of blood loss. Patient code e1307 captures the reportable event of urethral stricture. Patient code e0306 captures the reportable event of urosepsis. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f12 captures the reportable event of serious injury. Literature source: izaki, h., daizumoto, k., tsuda, m., kusuhara, y., mori, h., kagawa, j., yamaguchi, k., yamamoto, y., fukumori, t., takahashi, m., kanayama, h., sakaki, m., nakatsuji, h., hamao, t., & miura, h. (2015). Complications of flexible ureteroscopic treatment for renal and ureteral calculi during the learning curve. Journal of urologia internationalis, 2015;95:26-32, https://doi.org/10.1159/000368617.

Event description:
It was reported to boston scientific via an article published in the urologia internationalis journal, investigated complications associated with flexible ureteroscopic (flexurs) treatment for renal and ureteral calculi, specifically during the learning curve of surgeons. The study analyzed the records of patients who underwent flexurs from january 2005 to june 2013, dividing them into four groups based on the surgeon's experience, where single action pumping system (saps) was used. A total of 219 cases were examined, with complications categorized using the clavien grading system (I to IV). For groups 1 to 4, the complication rates (clavien grades ii to IV) were 13.6%, 10%, 8.3%, and 3.2%, respectively. There were 12 intraoperative complications that occurred (4.2% of cases), including mucosal injury (0.7%), ureteral perforation and avulsion (3.1%), and significant bleeding (0.4%). These complications occurred during various steps, such as stone extraction, semi-urs insertion, and ho-yag laser use. Some cases were managed with stent insertion, while others required additional treatments, such as balloon dilation or polyp resection. Furthermore, ureteral strictures were noted in 3 cases (1.0%) and were treated with balloon dilatation. Significant bleeding, primarily during ho-yag laser use on renal calyx stones, was controlled with endoscopic cauterization. In some cases, the semi-urs and ureteral access sheath could not be inserted but follow up procedures were successful after 2 to 4 weeks. There were 4 early cases of urosepsis (1.4%), all treated with conservative therapy. Additionally, five cases (1.7%) of late complications were reported, including ureteral stricture (3 cases), which were treated with balloon dilatation.